Manufacturer narrative:
(B)(4).

Event description:
It was later reported there were no triggered seizures. It was stated the clinician was concerned that if she increased the voltage to 4.0 ohms to test impedances she may trigger a seizure, therefore she did not do this.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that seizures were triggered on patients when voltage was increased on their implantable neurostimulator. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).